Event description:
Peripherally inserted central catheter (PICC) dressing being changed and during that time the PICC line was noted to be leaking at the connection between hub of catheter (white "t" part and catheter (thin catheter part 25 cm long). PICC line was discontinued.